Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post operation the patient presented via merlin.net transmission. Upon review of egm, multiple device alerts were noted and it appeared that the patient has not been followed since (B)(6) 2014. It was noted that the right ventricular lead exhibited noise. Device therapies were turned off. Further device assessment was discussed. There were no patient consequences. No further information was reported.

Event description:
New information received stated that the right ventricular lead exhibited an episode of noise oversensing. The lead was capped and replaced on (B)(6) 2019. There were no reported patient consequences.